Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
PMA/510(k): 8300acd- this device is not sold or marketed in the u.s.; however, it is similar to device model 8300ab, edwards intuity elite valve system (PMA p150036). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A manufacturing related issue was not identified. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 23mm aortic valve developed thrombosis after an implant duration of 5 years, 6 months. Patient was started on coumadin and will have a follow up tee in 3 months.